Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the pod not delivering insulin was found.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hyperglycemia. Release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
Patient's mother reported that he was hospitalized due to blood glucose levels that reached 455 mg/dl. Advised to treat with manual injections until patient see his hcp (healthcare provider) to make sure his setting are set up appropriately and that the patient is using the omnipod correctly. Pod was worn between 1 and 4 hours.